Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08276. It was reported that a rotawire fracture occurred. The target lesion was located in the calcified left anterior descending artery (lad). A rotalink burr and 330cm rotawire were used and advanced to treat the target lesion. After the procedure when doing dynaglide to remove the rotawire, it was noted that the rotawire was broken. A small part of the wire remained in the lad. No patient complications were reported and the patient's condition was good.